Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not report this data. Corrected data: the initial report inadvertently did not report this data.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has averaged 4-6 minor seizures a month in the last 6 months. It was noted that the battery is likely nearing end of service with the increased seizures. It was reported that sometimes the magnet does not abort the seizures and the physician also feels this is a sign that the battery is nearing end of service. It was noted that the patient would be referred for generator replacement. Attempts to obtain additional information will be made, but no information has been received to date.

Event description:
An implant card was received indicating the patient's vns generator was explanted and replaced on (B)(6) 2013 due to prophylactic reason. The explanted device was discarded by the facility and will therefore not be returned.

Event description:
Medication changes were performed on (B)(6) 2013. A medication was added on the clinic visit on (B)(6) 2013.